Event description:
It was reported via phone call to bmus on 12-16-2021, that a revision surgery was needed to replace previously implanted interbody cage ((B)(6) 2021). Patient had complained about discomfort, and it was found the implant had rotated and migrated from original position. There are no reports of delays or impact on the patients outcome as a result of the revision surgery. Subject item will not be returned. The revision surgery included removing the 14mm cage and replacing it with a 15mm cage.

Event description:
It was reported via phone call to bmus on 12-16-2021, that a revision surgery was needed to replace previously implanted interbody cage ((B)(6) 2021). Patient had complained about discomfort, and it was found the implant had rotated and migrated from original position. There are no reports of delays or impact on the patients outcome as a result of the revision surgery. Subject item will not be returned. The revision surgery included removing the 14mm cage and replacing it with a 15mm cage.